Manufacturer narrative:
Footboard connector pins.

Event description:
It was reported by service report that the foot board plug connector pins was pushed-up by a bed sheet while the foot board plug pins had no contact to litter foot plug. No pt involvement or adverse consequences are reported.